Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500006202, persona femur cemented right, lot # 62616875. Catalog #: 42532006702, persona tibia cemented stemmed right, lot # 63130346. Catalog #: 42540000032, persona all poly patella cemented right, lot # 63130346. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00118, 0001822565-2018-03865.

Event description:
It was reported that after the patient's initial surgery approximately 3 years ago they sustained an unknown personal injury on an unknown date. There has been no revision reported to date.

Manufacturer narrative:
(B)(4). Dob - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.